Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while the patient was under anesthesia, they noticed that the antenna's tube was torn and the water spilled. The physician held the two pieces of pipe together and finished one ablation as he connect the tube by his hands but he could not do another round of ablation in different position, the doctor had to finish the operation. Possible that he did very good ablation for the tumor, but it is also possible that in the next c.t. Scan they will see an area in the tumor which was not treated. After the next imaging test, they can see if they have completed the entire treatment as they have not done another round of ablation. The generator had also turned off. No patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the luer was broken between the orange and clear inflow tubing. The customer reported that the antenna's tube was torn and the water spilled. The reported condition was confirmed. The investigation found the tubing leaked at the orange/clear tubing junction. The connector was broken. Post market vigilance (pmv) could not determine how or why the connector broke. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.